Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Add'l pt/event details have been requested. Should add'l info become available, a follow up report will be submitted.

Manufacturer narrative:
Additional information was received on 06/25/2015. No sample has been received therefore a batch record review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity of this nature has been registered during the manufacturing process of the mentioned lot. No another complaint of this nature has been received within past 12 months. No previous investigations are available. After batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specifications and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/15/2015.

Event description:
Complainant reported the notch-guide on the funnel of the intermittent urinary catheter did not line up with the coude tip causing the him to insert the intermittent catheter incorrectly. The complainant also reports he 'bled profusely' which was followed by swelling of the urethra and an inability to self-catheterize for eight hours.